Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed and it was unable to recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. The user managed to dispense medication from another station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer failed, and it was unable to recover. The field service engineer (fse) had found that the half-height cubie drawer pocket had failed multiple times. The fse had resolved the issue by removing the failed cubie pocket and verifying proper functionality. The system functioned as intended after the field service engineer repaired the device.